Event description:
It was reported that, "there was a periprosthetic fracture proximally and the nail was also broken. The nail, 2 distal interlocks, lag screw and 2 cannulated screws were removed and the doctor proceeded to a gmrs proximal femur."

Manufacturer narrative:
The device will not be returned for evaluation. If additional info is received it will be provided on a supplemental report.